Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: 10 years after primary cementless tha a femoral fracture occurs. Looking at the xrays, a traumatic event is to be surmised, even though it's not explicitly mentioned in the report. The stem appears to be well fixed and the femoral bone not significantly altered. No reason to suspect a malfunctioning or defective device. Batch review performed on 26 august 2025: lot: 120928: (B)(4) items manufactured and released on 27-jun-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review (resterilized items also considered). Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
The patient had a periprosthetic fracture. The cause of the fracture is unknown. At about 10 years and 3 months post primary, the surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.